Event description:
On 12/15/1997 following a coronary angiography procedure, an angio-seal device was placed. Approximately two weeks after device deployment, an angiography of the peripheral vessels was performed, which identified the presence of a thrombus in the proximal femoral artery. On 01/16/1998 the pt was taken to surgery where the thrombus was removed and a patch repair was performed. As of 04/14/1998 there has been no report to the MFR of further complication or pt sequelae.